Event description:
Patient received 40 plus shocks and device reached eos. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. The data documented that an amount of 90 charging cycles was performed by the device within 75 minutes on (B)(6) 2022 between 15:13 h and 16:28 h. As a result of that fast successive charging the eos battery status had occurred at 16:28 h. All charging cycles were triggered exclusively by intrinsic heart signals. The current consumption was normal. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. The activation of the eos status resulted from a fast successive charging of defibrillation shocks, triggered by intrinsic heart signals.